Manufacturer narrative:
(B)(4). The sample was not returned, thus no evaluation was performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Not enough data are available to identify root cause; therefore the root cause was not determined. No corrective/preventive action has been defined because the supplier was not able to define what happened and relevant causes.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
It was reported that an aqualin tubing set was involved in an incident that referred to a tear in the blood pump section of the tubing. At the time of the problem it was reported that a nurse had noticed blood on the floor. Upon further inspection this was noted to be coming from a tear around the blood pump section of the tubing. No alarms reported and all pressures running well. The patient already had a hemoglobin of 8; the patient may require blood transfusion, but no harm was reported. The nurse described the tubing as having a scratch 3 inches long, along which a length of that had split.